Event description:
It was reported that a peritoneal dialysis (pd) patient contact would like to know how to discontinue the patient's treatment and disconnect from the tubing set. The patient was experiencing extreme pain and the patient contact wanted to take the patient to the hospital. Technical support assisted the patient contact with powering off the cycler and advised the patient contact to disconnect the patient aseptically like is normally done at the end of treatments. Technical support also recommended to call the on-call peritoneal dialysis registered nurse (pdrn) to advise of the issue. Attempts to obtain additional information were unsuccessful. The location and source of the pain is unknown. It is unknown if the patient received any medical intervention for the pain. Although the patient was in treatment at the time of the event, there is no allegation of a device malfunction or deficiency reported. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: although the patient was in treatment at the time of the event, there is no allegation of a device malfunction or deficiency reported. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact would like to know how to discontinue the patient's treatment and disconnect from the tubing set. The patient was experiencing extreme pain and the patient contact wanted to take the patient to the hospital. Technical support assisted the patient contact with powering off the cycler and advised the patient contact to disconnect the patient aseptically like is normally done at the end of treatments. Technical support also recommended to call the on-call peritoneal dialysis registered nurse (pdrn) to advise of the issue. Attempts to obtain additional information were unsuccessful. The location and source of the pain is unknown. It is unknown if the patient received any medical intervention for the pain. Although the patient was in treatment at the time of the event, there is no allegation of a device malfunction or deficiency reported. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.